Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced issues with the sensors falling apart. The customer explained that one sensor would not read over 89 mg/dl and that the needle of the sensor was broken when it came out. The customer also reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 79 mg/dl when their actual blood glucose level was 145 mg/dl. While troubleshooting, the customer was advised that the sensor glucose and blood glucose difference was not within an acceptable range. The customer was advised that a replacement sensor would be sent. The customer did not return the product for analysis.